Event description:
It was confirmed by the fse that the m1663a ECG trunk cable failed (right leg lead no signal). No patient harm was reported.

Manufacturer narrative:
(B)(4): it was confirmed by the fse that the m1663a ECG trunk cable failed (right leg lead no signal). This malfunction could prevent a defibrillation from delivering a 12 - lead ECG analysis and so delay emergent therapy. No patient harm was reported. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.